Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a device upgrade procedure in 2013, the patient had worsening health conditions. Additional information was requested, but no further information was available.